Manufacturer narrative:
(B)(4).

Event description:
On october 14, 2024, palette life sciences received a notification from a [distributor] who received it from a [hospital] in france, reporting that "when the contents of the syringe were injected, the plunger broke. A second syringe was opened, but the same incident occurred. A third syringe was opened and the injection went ahead without a hitch". Additional information received on october 17, 2024, indicated that there was no injury to either the patient or the physician.

Event description:
On october 14, 2024, palette life sciences received a notification from a [distributor] who received it from a [hospital] in france, reporting that "when the contents of the syringe were injected, the plunger broke. A second syringe was opened, but the same incident occurred. A third syringe was opened and the injection went ahead without a hitch". Additional information received on october 17, 2024, indicated that there was no injury to either the patient or the physician.

Manufacturer narrative:
(B)(4). Associated complaints: (B)(4). Complaint evaluation testing was performed from the two samples returned. Two half-empty syringes were returned. Number of units and the lot number is in accordance with the report. Both syringes have a broken flange. Picture: visual inspection has been performed of the provided picture in terms of overall appearance. Picture displays two approximately half empty syringes with the syringe flange broken off. The lot number is verified by the patient labels and the lot number is visible on one of the syringes. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.